Event description:
It is reported that one patient damage occurred to the femoral nerve with temporary postoperative paresis.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00120.